Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Missing information was not available at the time of this report.

Event description:
Patient reported insensibility (numbness) of left fingertip after her miradry treatment (later included ball of left thumb and index finger, then later other fingers). Reported difficulty to hold chopsticks. Initially she also noted bruising, swelling and tenderness in both axilla, normal post-treatment side effects that resolved within two weeks. There was some superficial numbness in the underside of upper left arm that took longer to go away. The physician prescribed several medications that are available in (B)(4). Patient was followed for approximately 6 months with some improvement noted. Patient has been travelling abroad so no further updates available.